Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is deformed at its distal end, i.e. Few struts are bent outwards. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The device could not pass the lesion. The stent was deformed.